Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_lead lot# unknown. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient will be reimplanted because, as expected, what was causing a no response or no side effects was the fact that the leads were implanted 2mm anterior to the target. The system was tested with an exterior stimulator, using b31050, and the patient response was the same. Surgeons will keep the percept rc, and patient leads will be reimplanted in 2 months. Additional information was received from the rep that the explanted leads weren¿t returned for analysis. The device will not be explanted, since the problem seams to be with the stereotactic leksell frame and, as a consequence, the wrong positioning of the leads. Another frame will be used to reimplant the leads. In this review surgery there were made tests with b31050, with the same results, in terms of stimulation benefit or side effects as with b35300 ¿ so percept rc must be working properly. The problem seams to the related to target.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown serial#, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a percept rc implanted last week and leads were implanted in both hemispheres. During the implant procedure it was reported that the leads were implanted 2.5mm below target point. During emr recording, the signal was evaluated as insufficient. The impedances were all ok. The system composition configuration was properly done on the tablet. The neurologist was doubting on the performance of the percept rc. It seemed the patient had some benefit from the beginning while activating segment 1 though after an hour from the programming they started to lose benefits. Despite ramping up the stimulation they couldn't find any side effect. No error codes were seen and reports would try to be gathered.